Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0779 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line leaking when flushed with normal saline and a hole was noted in external length. The PICC line was removed.